Manufacturer narrative:
Upon reassessment, the reported acts like it is running but is not infusing failure mode has been determined to be non-reportable. The severity of this failure is 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Device received on 0911/2024, investigation in process. This MDR will be reopened and updated once the investigation results becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On 08/27/2024, znyo medical received a report from the customer reporting that the pump runs without infusing the medication. No patient injury/harm reported.